Manufacturer narrative:
Neither pt injury nor medical intervention was reported. No other pt info was provided. It was unclear whether there was any actual excessive fluid removal since the nurse disconnected the treatment after only receiving two alarms. Gambro renal products service tech (grpts) field rep inspected the machine and found in the event screen "tmp excessive" and "access pressure extremely negative" alarms. The machine was working within MFR's specs.